Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after replacing the intubation, the new intubation balloon leaked and did not reach normal pressure. No adverse patient effects were reported.